Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was allergic to metal. The rep stated that the patient was having irritation but did not know where on the body and had no further information. Additional information received from the hcp reported that the issue of irritation had not been resolved. The patient was scheduled for device removal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that they elected to have a full system explant. The patient reported that she had the system explanted because of the allergic reaction she was having to the (B)(4) mixed with the (B)(4) in the implant. The patient reported having an awful rash everywhere. After the implant was removed, the rash had gotten better, but would still need a little more time before it fully got better. It was noted that the device worked wonderful and did exactly what it was intended to for her when it was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.